Event description:
Pt enrolled into the create pas trial. Pt stroked after placement of protege rx stent.

Manufacturer narrative:
Please reference MDR 2183870-2008-00029 for the protege rx used in this procedure.